Event description:
Pt experienced a monteggia fracture (proximal 1/3 ulnar fracture with dislocation of radial head and overriding ulnar fragments) of the right forearm on an unknown date and subject plate was implanted x-ray noted the implants had become detached from the more proximal fixed fragment of the ulna. Patient underwent revision procedure to remove existing hardware. Established non-union diagnosed. A 3.5mm locking reconstruction plate was contoured 90 degrees to fit the olecranon and implanted along with dbx bone graft. Pt was then splinted, casted.

Manufacturer narrative:
This device has not been positively identified as a synthes device.